Event description:
Initial reporter indicated the pt was admitted to the hospital with status epilepticus. System testing showed high lead impedance indicating a possible lead malfunction. Revision surgery will be planned.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death.